Event description:
The service rep found several defective parts on the 9600+ system during his pm. No patient injuries were reported.

Manufacturer narrative:
The service rep removed and replaced 4 rear cable pushers, crossarm brake assembly, hand control. Sram battery, x-ray grid gasket and sony printer. Tested all functions refer to checklist for further details. System operating as intended.